Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge with foul smell"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), hot flush ("post menopausal symptoms such as hot flashes"), menstrual disorder ("abnormal menstrual bleeding"), urinary tract infection ("uti"), arthritis ("arthritis"), rash generalised ("body rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental issues"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), alopecia ("hair loss") and mental disorder ("psychiatric and psychological conditions"). The patient was treated with lisinopril, bupropion (wellbutrin), alprazolam and surgery (bilateral laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, migraine, headache, nausea, tooth disorder and alopecia was resolving, the vaginal discharge, abdominal pain lower, dyspareunia and mental disorder outcome was unknown, the hot flush, arthritis, fatigue and weight fluctuation had not resolved and the urinary tract infection and rash generalised had resolved. The reporter considered abdominal pain lower, alopecia, arthritis, dyspareunia, fatigue, headache, hot flush, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, rash generalised, tooth disorder, urinary tract infection, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: treatment drug, reporters added. Event injury nos was replaced with events vaginal discharge with foul smell, severe cramping, painful intercourse, pelvic pain, post menopausal symptoms such as hot flashes, abnormal menstrual bleeding, recurrent utis, arthritis, body rashes, migraines/headaches, nausea, dental issues, fatigue, severe weight fluctuation, and hair loss added. Outcome of event vaginal discharge with foul smell, severe cramping, painful intercourse, pelvic pain, post menopausal symptoms such as hot flashes, abnormal menstrual bleeding, recurrent utis, arthritis, body rashes, migraines/headaches, nausea, dental issues added as recovering and arthritis, severe weight fluctuation, fatigue, and post menopausal symptoms such as hot flashes added as not recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.